Manufacturer narrative:
Based on the completed investigation, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip resulted in the melted c-cover (plastic distal end cover). However, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During device evaluation, the bronchovideoscope's c-cover (plastic distal end cover) was observed to be burned. There were no reports of patient involvement.